Event description:
Medicon, the dome portion detached during traction removal 210 days after placement. The hospital is waiting for the dome to be evacuated. As of 2004 the pt had not expelled the dome and is in good condition. Another same device was used as a replacement.